Event description:
Pt underwent initial gastric bypass surgery. 14 days later pt presents with pain, fever and vomiting. 3 days later pt undergoes first re-operation for bowel obstruction at anastomosis. Surgeon notes severely distended remnant pouch, which when manipulated, bursts open at the staple line. Gastric leak repaired. 12 days later pt undergoes second re-operation for unknown reasons. In 2003 manufacturer notified of patient death (date unk).